Manufacturer narrative:
The ge service rep conducted an on site investigation. The back up was restored and the nodes were flashed. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a high capacity disk error message. No pt injury was reported.